Manufacturer narrative:
While it may be possible that a lentulo could separate and become lodged in a canal and require surgical intervention to remove (and therefore to preclude a serious injury), this outcome is unlikely as the lentulo is used to place cement in the canal after it has been cleaned and shaped (i.e. The separated piece would most likely be retrieved easily or incorporated into the fill with minimal risk of future infection). However, since separation of a lentulo resulted in a serious injury within the past two years, this event meets the criteria for reportability per 21 cfr part 803. A lentulo was returned and noted as having separated in the middle of the active part, 9mm from the tip, with an untwisted portion near the separation, indicating that the separation was due to torque. There were also new devices returned that have been evaluated and were found to be in compliance with specifications. Also, a DHR review was conducted with no abnormalities noted.

Event description:
In this event it was reported that several lentulos separated; the separated pieces were retrieved without injury.